Manufacturer narrative:
(B)(4).

Event description:
It was reported that during unpacking the device became unsterile due to a packaging issue. It was noted that while unpacking a katzen infusion wire for use in a procedure, the wire was already protruding from the dispenser hoop 10cm. As a result, the physician inadvertently touched the product with his hand causing the device to become unsterile. The device was not used and the procedure was completed with another katzen infusion wire. There were no reported patient complications and the patient is listed as stable.

Manufacturer narrative:
Updated: device evaluated by MFR, eval summary attached, method codes, result codes, conclusion codes. Device evaluated by MFR: one device was received loaded in the hoop. Both devices katzen and stiffening core wire were removed from hoop with no resistance, one segment of the stiffening core wire was already outside of the hoop. After visual inspection before decontamination process, no failure were noted to the devices. Visual inspection was performed and no anomalies were found. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that during unpacking the device became unsterile due to a packaging issue. It was noted that while unpacking a katzen infusion wire for use in a procedure, the wire was already protruding from the dispenser hoop 10cm. As a result, the physician inadvertently touched the product with his hand causing the device to become unsterile. The device was not used and the procedure was completed with another katzen infusion wire. There were no reported patient complications and the patient is listed as stable.